Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation (left: revision, right: primary) with a 475cc mentor smooth round moderate profile prosthesis (left) and an unspecified mentor saline smooth breast implant (right) experienced right-sided capsular contracture (grade unknown) and left-sided deflation postoperatively. In addition, the patient experienced left-sided rippling due to the deflation. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The event date was estimated as (B)(6) 2011 based on available information. This report is for the right-sided prosthesis.